Event description:
It was reported that the user discontinued the ilet pump due to persistent hyperglycemia, transitioned to multiple daily injections, and later requested to restart the pump with guidance; the agent advised reconnecting to enable the learning phase and assigned additional training, with the user choosing to wait for the trainer before restarting. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with assignment of additional training. Investigation included review of device setup and user training needs. Investigation of this case revealed no device malfunction identified, with hyperglycemia occurring while off pump therapy and before reinitiation of the learning phase, indicating user training and setup as contributory factors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear for hyperglycemia, with user-related use error or insufficient training remaining possible. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.